Event description:
It was reported that, following the delivery of appropriate shock therapy to treat ventricular fibrillation (vf), additional therapy was diverted due to undersensing of vf. Subsequently, surgical intervention was performed to explant and replace this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). Besides surgery and patient-reported pain, no additional adverse patient effects were reported. Additional information received from the field indicates the incorrect device was initially reported, and the correct device (model 0292, serial number (B)(6) was provided. All relevant sections of this report have been updated accordingly.

Manufacturer narrative:
This supplemental report is being issued to provide corrections to the following report sections: a1. Patient identifier and d. Suspect medical device. At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that, following the delivery of appropriate shock therapy to treat ventricular fibrillation (vf), additional therapy was diverted due to undersensing of vf. Subsequently, surgical intervention was performed to explant and replace this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). Besides surgery and patient-reported pain, no additional adverse patient effects were reported. Additional information received from the field indicates the incorrect device was initially reported, and the correct device (model 0292, serial number (B)(6)) was provided. All relevant sections of this report have been updated accordingly. This lead has since been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
This supplemental report is being issued to provide corrections to the following report sections: a1. Patient identifier and d. Suspect medical device. At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery. This lead was returned to our post market quality assurance laboratory severed (in three segments - approximately 8 cm and 18 cm from the terminal end). Visual inspection found damaged insulation (abrasion) approximately 13 cm from the terminal end, which exposed conductors. The observed insulation abrasion is consistent with lead-on-lead contact. Visual inspection also found eptfe (gore) was abraded through on the distal shocking coils (although it was noted this abrasion would not affect electrical functionality of the lead). Testing was completed to assess lead electrical performance, and the resulting measurements were within normal limits. It was concluded the reported undersensing and failure-to-shock allegations were likely due to the direct observation of insulation damage (abrasion) on the returned lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that, following the delivery of appropriate shock therapy to treat ventricular fibrillation (vf), additional therapy was diverted due to undersensing of vf. Subsequently, surgical intervention was performed to explant and replace this right ventricular (rv) lead. Besides surgery and patient-reported pain, no additional adverse patient effects were reported.